Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The bolus button cover was detached from the pump and the button was inoperable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. The reporter stated that the audio bolus button came off of the pump and became unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.